Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences as a result of the event.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient was stable before, during, and after the procedure.